Event description:
It started with a slight irritation and escalated into severe pain and blurred vision within 6-8 hrs. I went to my eye dr on august 9th and it was believed to be an ulcer in my eye. I was treated as such and given drops and told to come back next day. The condition did not improve so I was referred to a cornea specialist. They did a culture of my eye which they did not think would produce any results because of sterilizing drops I had been using but they did do a culture of my contact lens case and they did find fungus on it. This was an excruciatingly painful thing to have and none of the drs seemed to have any explanation for it. Now it all makes sense. I know I was using bausch & lomb contact solution, however I cannot be certain that it was moisture loc. I have recovered without the need for a cornea transplant but I do have permanent scarring on my cornea that is irritating to my eye. I have also been back to my eye dr since this has come out in the news and journals and my eye dr believes that I was one of the cases of fungal keratitis due to the bausch & lomb moisture loc solution. Event abated after used stopped.